Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch also, unable to perform the displacement test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched case and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 440 mg/dl. The customer treated with the pump. The customer had high readings of over 600 mg/dl at one point and took more insulin. The customer declined to troubleshoot for high readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The insulin pump will be returned for analysis.